Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to diabetes complications. The cause of death was natural causes. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis as the hospital took the pump and declined to return it.